Manufacturer narrative:
The customer reported that a technician removed the lead from the patient, the needle was detached from the lead, and the needle remained in the patient's skin. The customer stated the product was rlsnd121-2.5, but was unsure of the lot number (pm00020288 or pm00020061).